Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced under fill during use. The following information was provided by the initial reporter: lot: 9105772. It has been reported that so far a closed package with one hundred tubes has come some dirty and some with little or no vacuum. The tubes does not fill in some cases or have partial filling in other cases. The tube was rejected in the collect. The procedure was effectively done with tubes from the same lot number. They don't use discarded tubes. The customer used wingset to fill the tube. The tubes was not exposed to the extreme heat.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced under fill during use. The following information was provided by the initial reporter: lot: 9105772 - it has been reported that so far a closed package with one hundred tubes has come some dirty and some with little or no vacuum. The tubes does not fill in some cases or have partial filling in other cases. The tube was rejected in the collect. The procedure was effectively done with tubes from the same lot number. They don't use discarded tubes. The customer used wingset to fill the tube. The tubes was not exposed to the extreme heat.